Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer at this time. If additional information becomes available, then it will be submitted in a supplemental report.

Event description:
It was reported that, "when we attempted to attach the femoral impactor to the implant, the metal ring that expands to attach the implant to the impactor was broken. Therefore, the impactor handle would not secure the implant. Used the bullet tip impactor from the same tray with no delay."